Event description:
It was reported that pump experienced malfunction and displayed malfunction code that could not be reset, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping details and warranty status, instructed customer to place malfunctioning pump into storage mode and return it within specified time using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.